Event description:
The pt was reportedly having sound quality issues followed by intermittencies and then loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.